Event description:
Implants placed 5/21/1998, sites #18, #19. Pt was asymptomatic for 2 weeks, then fulminating infection with bone sequestra and purulence. Implants failed due to infection, pain, and mobility. They were removed 8/4/1998. One person affected.